Manufacturer narrative:
The referenced additional gi bleeding events were previously reported under medwatch MFR report #s 2916596-2015-01175 and 2916596-2015-01559). (B)(4). Approximate age of device ¿ 40 days. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding with a hemoglobin of 6.2 g/dl. The patient was hospitalized and transfused with 4 units of packed red blood cells. Endoscopy identified a duodenal bleeding site that was treated with laser therapy. It was reported that bi bleeding continued, and another bleeding site was identified in the jejunum. The patient's anticoagulation medications were stopped until the bleeding resolved, at which time the anticoagulation was resumed. The gi bleeding reportedly was resolved by (B)(6) 2015. No further information was provided.